Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had a patient with colitis. Dignishield placed and the patient was bleeding. Also output was bloody. Customer was unsure whether it was rectal or colon bleeding and wanted to know our rec on removing then noted odor similar that they believed was a sign of necrosis. Bd representative discussed contraindications per the IFU, which stated it should be removed after 29 days of continuous use, signs or rectal bleeding, pressure necrosis, possible abdominal distention and solid or soft-formed stool present that would not pass through the catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be due to "materials of construction are not biocompatible, inadequate biological evaluation". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield placed and the patient was bleeding and utput was also bloody. Customer was unsure whether it was rectal or colon bleeding. Customer noted an odor similar to what they believed was a sign of necrosis. Bd representative discussed contraindications per the IFU, which stated that the dignishield should be removed under the following conditions: after 29 days of continuous use, signs or rectal bleeding, pressure necrosis, possible abdominal distention and solid or soft-formed stool present that would not pass through the catheter. It was unknown what medical intervention was provided.